Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the report of a hole in the extension leg of a hickman catheter is confirmed and the cause remains unknown. Visual observation found that only the red lumen extension leg was attached, while nothing remained proximal to the bifurcation of the other extension leg; this is addressed in original complaint (B)(4). This break appeared to be a tear, but the root cause is not known; potential causes; it is unknown if excessive tensile forces or initial damage by tools or sutures may have contributed. A hole was also found within a diagonally oriented impression around the catheter in the main tubing of the remaining extension leg. Sutures were found around the catheter just proximal to the cuff, which was discolored. Tactual evaluation found that numerous roughly circumferentially oriented linear impressions were present distal to the bifurcation, which, from their shape and location, are suspected to be suture impressions. Microscopic evaluation found this hole appeared to have clean edges and a smooth break surface with no definite striations to indicate sharp instrument damage. The texture appears to be finely granular. The cause is unknown, although the orientation of the hole and the presence of other circumferential impressions besides that in which the hole was found suggest the possibility of suture damage. The complaint is confirmed, and the cause is unknown. The following IFU statements may be helpful: ¿do not grasp the catheter with any instrument that might sever or damage the catheter.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged atraumatic clamps or forceps.¿ ¿if sutures are used to secure the catheter, make sure they do not occlude or cut the catheter.¿ a lot history review (lhr) of huav2118 showed no other similar product complaint(s) from this lot number.

Event description:
During sample evaluation holes were discovered on the main tubing of the extension leg.